Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was noted that the right atrial (ra) lead threshold measurements were considered high. Reprogramming was done on the rv lead and the leads remain in use. No patient complications have been reported as a result of this event.